Event description:
Pedicle screws installed with fusion of l5-s1. After surgery there has been severe back pain, that radiates up rptr's back and down both legs. His whole body literally resonates from the pain and spasms. He can barely walk now. He was in good health with no medical problems prior to the implant.